Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.